Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer had failed with a "duplicate address detected" error. Although the drawer was opening, medication was stuck in between, causing obstruction. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid in drawer two had failed and that a duplicate address had been detected. The drawer was opening; however, medication had been stuck between compartments, which prevented the lids from opening properly. The device had been rebooted, but the issue had not been resolved. The field service engineer (fse) had verified the issue and confirmed that the main full-height drawer 2 was intermittently experiencing problems with pockets being detected on the communication bus. Upon inspection, the retractor band cable was found to be damaged and discolored. The flat flex cable was replaced, after which the device was rebooted, and firmware updates were completed. The system was tested using the hardware test application, and the customer performed an inventory to confirm normal operation. The system functioned as intended after field service engineer repaired the device.